Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-sep-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system half height cubie drawer rail was broken and failed to recover. A field service engineer found that drawer 4.1 had a defective slide rail. Fse removed the cubie pockets from the old door module, installed a new door module, and assigned it as door module 4. The engineer reinstalled the cubie pockets in the correct order for drawers 4.1 and 4.2 and tested the drawer using the hardware test application (hta) to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es half height cubie drawer rail was broken and failed to recover. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. There were no delay or adverse events or injuries reported based on this event.